Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a decreased ability to sense, resulting in loss of capture. The physician has elected to implant an epicardial rate sense lead due to vessel stenosis. To date, there have been no reported patient symptoms associated with this clinical observation.